Event description:
It was reported that a user experienced prolonged high glucose readings above 400 mg/dl after a sensor error and reconnection, during early use of a replacement ilet that was relearning insulin needs; the user made meal announcements without eating to lower glucose and later reported improvement to 193 mg/dl after sensor replacement and app update. Symptoms included fatigue and thirst. Outcomes included no hospitalization, no professional intervention, no assistance required, no ketone testing, and no back-up therapy use. Investigation included customer counseling on potential causes of hyperglycemia, guidance to change sensor and supplies if persistent, verification of infusion site without leakage, and confirmation that the dexcom app had been reading a prior sensor until corrected. Investigation of this case revealed transient sensor issues and system relearning during new device initiation contributed to hyperglycemia, with no evidence of infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device adaptation during device relearning and sensor data discrepancy, resolved with sensor replacement and correct pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.